Event description:
Mold growth in dialysis electrolyte concentrate. Multiple containers, multiple lots, although only one lot was documented. Distributor/labeler contacted but they indicated it was not a problem, since product is not infused directly into pt.